Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The length of the tube was about 1020 mm. Both ends of the tube showed that it was cut off. There were crack on the tube and crush around the crack. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc assumed that the reported event occurred since the tube was cracked due to a bending load applied. The above device handling has warned in the instruction manual as follows; after placing the drainage tube, if the proximal portion is pulled, the instrument may come out or break, and bile cannot be expelled. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator until the instrument passes smoothly. This could cause patient injury, such as perforation, bleeding or mucous membrane damage. It may also damage the endoscope and/or instrument. When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise the instrument could be damaged.

Event description:
After a procedure of endoscopic retrograde cholangiopancreatography, the subject device was placed. There was crack at 40 cm from the distal end of the tube. The leakage of bile occurred from the tube. There was no patient injury reported. No further information was provided this is the report regarding the breakage of the drainage tube.